Event description:
The instrument was returned for repair with a report ¿not working anymore¿. The product repair identified a ¿burn between the conductive cylinders,¿ indicating a short circuit as a result of an electric arc inside the handle. There was no report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was returned for evaluation and repair. The service technician found the handle is on short circuit. A complete disassembly allowed identified a burn mark inside the peek part, between the conductive cylinders. The short circuit is due to the formation of an electric arc inside the handle. The origin is most likely to be the presence of residual humidity or tissues/blood coming from an abnormal use or a lack of drying/cleaning. Considering the location of the electrical arc, the risk of burn for the patient or the user is weak. The instrument was repaired, tested to product specifications and returned to the customer.